Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length measured was within specification. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that, during an in-clinic follow-up, the right ventricular (rv) lead was found to be dislodged and the patient had slight discomfort in their left shoulder. The suspected cause of the dislodgement was patient movement. The rv lead was explanted and replaced to resolve the event. The patient was stable.